Event description:
It was reported that during a robotic prostatectomy procedure, the device was loaded with a green cartridge. The surgeon noted it was too much force required to close the jaws. The jaws were forcibly closed and then it would not open. The knife blade had advanced. They pushed the red button to return the knife. The device was not being fired on tissue. An ats45 long was used to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife advanced and the jaws open. The knife blocked the anvil from closing. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. Although it is not known at this time why the knife was forward, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).